Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while infusing frusemide via syringe pump the syringe was observed to have air in the line as well as "1/3" of the IV line. The unit did not alarm for air in line. Line noted to have no loose connections. No air reached the patient.

Manufacturer narrative:
Omit : b17 - device not returned and c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.

Event description:
It was reported that while infusing furosemide via syringe pump the syringe was observed to have air in the line as well as "1/3" of the tubing. The unit allegedly did not alarm for air in line. The line noted to have no loose connections. However, the customer reported that no air reached the patient. Although requested, additional information was not provided.